Manufacturer narrative:
B3: unknown; no information has been provided to date. D4 - lot #: provided lot # 6091752 but could not be located in oracle h3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after placement they could not be able to inject the test dose via the epidural catheter. Three attempts with high pressure were unsuccessful (2ml and 5ml syringe). The change of the connecting device wasn¿t successful either. The catheter was therefore removed, and a new medline cse kit was used making sure that the catheter is patent before placement. The customer was unable to fully insert the catheter into the catheter connector. There was unknown reported patient involvement.